Event description:
The account alleged that the knee section will raise when the knee up button is released the knee will run back down. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.